Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the op was a microdisectomie and intraoperativ broke the head of the drill. No patient impact reported.

Event description:
It was reported that the  op was a microdisectomie and intraoperativ broke the head of the drill. No patient impact reported. On follow up it was reported that there was a small delay of 2 mins for changing the drill. There is no fragments left inside the patient. It was also reported that no impact for patient or staff.

Manufacturer narrative:
H11: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was lost at customer end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction field - h6 (evaluation code method - annex b, evaluation code result - annex c, evaluation code conclusion - annex d), e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the  op was a microdisectomie and intraoperativ broke the head of the drill. No patient impact reported. On follow up it was reported that there was a small delay of 2 mins for changing the drill. There is no fragments left inside the patient. It was also reported that no impact for patient or staff.

Manufacturer narrative:
B5: on follow up it was reported that there was a small delay of 2 mins for changing the drill. There is no fragments left inside the patient. It was also reported that no impact for patient or staff. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow up it was reported that there was a small delay of 2 mins for changing the drill. There is no fragments left inside the patient. It was also reported that no impact for patient or staff.